Manufacturer narrative:
The pinch valve was exchanged and performance testing was run on the analyzer. The analyzer was decontaminated and the flow path was manually cleaned. Probes were adjusted and the high voltage was adjusted. This event occurred in (B)(6). Medwatch field phone number was provided as (B)(6).

Event description:
The initial reporter stated they received questionable results for 5 patient samples tested with multiple assays on the cobas e 411 immunoassay analyzer. Of the 5 samples, two had discrepant results for the elecsys troponin t hs stat assay. The first sample initially resulted with a troponin t value of 12.74 pg/ml. The sample was repeated three times, resulting with values of 9.82 pg/ml, 15.47 pg/ml accompanied by a data flag, and 9.10 pg/ml. The second sample, from a (B)(6) year old male patient, initially resulted with a troponin t value of 5.51 pg/ml. The sample was repeated twice, resulting with values of 12.62 pg/ml and 16.02 pg/ml accompanied by a data flag. The troponin t reagent lot number was 38153901, with an expiration date of 31-may-2020.

Manufacturer narrative:
The field service engineer (fse) replaced the bead mixer and the bead mixer arm and performed adjustments. The latest instrument check was within specification. No further issues were reported after the service visit. The root cause of the event could not be determined.